Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with the bd vacutainer® k2e 5.4mg plus blood collection tubes, the tubes underfilled. This occurred 20 times. There was no patient impact. The following information was provided by the initial reporter: all tubes from the same box is underfilling, leading to a study to be compromised.

Event description:
It was reported that during use with the bd vacutainer® k2e 5.4mg plus blood collection tubes, the tubes underfilled. This occurred 20 times. There was no patient impact. The following information was provided by the initial reporter: all tubes from the same box is underfilling, leading to a study to be compromised.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.